Event description:
Smoke poured out of the unit after a loud pop was heard. Covered the unit with a fire blanket and removed it from the room. Back-up unit was on hand. Investigated and found that power supply had melted and the customer felt this is where the problem originated. There was a one-hour delay to the procedure.

Manufacturer narrative:
Unit has not been returned for evaluation therefore, no determination could be made for the reported device failure.